Event description:
Device issue: unable to attach clip applier to exchange sheath. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the clip applier could not be connected to the exchange sheath hub. The exchange sheath was removed and manual compression was applied to achieve hemostasis. No adverse pt effects were reported. No additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.